Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that when reviewing the remote home monitoring data, the clinic noted fluctuating pacing impedance measurements for the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. The pacing impedance went from 650 ohms to 1000 ohms, then back to 650 and once again increased to 1000 ohms. The patient was brought into the clinic where isometrics were performed and they were unable to reproduce any issues. The clinic opted to monitor the patient and no adverse patient effects were reported. The ICD was explanted over five years later for an unrelated issue reported in 2124215-2017-23210. Further review of the remote monitoring data found that the change in impedance measurements was a variance of greater than 500 ohms a few days earlier.